Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the large suturecut needle driver instrument had a torn wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was completed with a spare instrument. The patient was not injured due to the problem with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis review of manufacturing history indicated no related nonconformances. It was observed that the broken cable strands appeared to be frayed and that the location of the cable break at the distal idler pulleys align with when the grips were in the max yaw position. The location of the break suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying and then breaking. The complaint was confirmed by failure analysis.